Event description:
During follow-up, "decrease" sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed rv lead dislodgement. During the explant procedure the physician observed the rv lead perforated the rv wall. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract. The helix extension length was within specification. A tip stiffness test was performed and the results were within specification. The reported event of low sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.